Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the keypad is fully intact. All keys are fully responding to user presses. The total daily dose (tdd) adds up correctly. No alarms related to complaint in alarm history. Pump passed a delivery accuracy test and was found to be delivering accurately and within range. There was no contamination under the key contacts. Unable to confirm or duplicate the complaint. Returned battery cap and returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a tactile changes/unresponsive issue. The reporter stated that the ok button was under responsive. The reporter stated an over delivery issue. The reporter stated that the patient had a blood glucose (bg) of 2.2mmol/l with unsteadiness when standing and/or walking and confusion and/or disorientation. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged keypad issue.